Manufacturer narrative:
Summary of event: as reported, during an unknown procedure, a bentson straight fixed core wire guide unraveled in the patient. The wire was exchanged for another wire, and the procedure was completed without issue. A section of the device did not remain inside the patient¿s body. The patient was not hospitalized, did not require any additional procedures, and did not experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record (DHR) due to the lack of a lot number from the user facility. A global shipment search on the user facility and complaint device was performed but could not definitively determine the lot number of the complaint device. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. The product IFU was reviewed, and the customer followed all relevant instructions related to this failure mode. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded component failure contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G4: PMA/510(k) number: k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, a bentson straight fixed core wire guide unraveled in the patient. The wire was exchanged for another wire, and the procedure was completed without issue. A section of the device did not remain inside the patient¿s body. The patient was not hospitalized, did not require any additional procedures, and did not experience any adverse effects due to this event. Additional information has been requested.